Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was october 21, 2021, not october 19, 2021 as reported in initial MDR.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, there was a foreign material on groove or gap of the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed the cause as below: - reprocessing process at the facility differed from IFU recommendation. - the facility staff was less trained on reprocessing and/or device handling in accordance with IFU.